Event description:
The facility representative reported a colleague infusion pump with a failure code 804:26. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced. The assignable cause was determined to be a software failure. No repair was necessary for this condition. Additional information: this issue has been escalated to CAPA. The user interface module software version is colleague 2006 with 6.13.90.